Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sensor remained attached for some time after the patient passed away, during which the spo2 reading remained at 100% for about an hour.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the fault not reproduced. It was reported that the sensor remained attached after the patient passed away, during which the spo2 reading remained at 100% for about an hour. It remained attached for a certain period of time having no artificial respiration or oxygen administration. The reported issue could not confirmed. The most likely cause was the defective spo2 board. The evaluation detected an unreported condition that the battery was replaced due to deterioration over time and ac inlet was replaced due to breakage. The reported issue has no relationship to the reported condition. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sensor remained attached after the patient passed away, during which the spo2 reading remained at 100% for about an hour. It remained attached for a certain period of time having no artificial respiration or oxygen administration. Patient death was not related to the reported device failure.

Manufacturer narrative:
Correction: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sensor remained attached after the patient passed away, during which the spo2 reading remained at 100% for about an hour. It remained attached for a certain period of time having no artificial respiration or oxygen administration. Patient death was not related to the reported device failure.